Event description:
A medtronic representative reported that the site had a vertek arm that would not tighten. This was not discovered during surgery adn did not impact case coverage.

Manufacturer narrative:
No pt information as no pt was present in this concern. Medtronic rep had a loaner vertek arm the site borrowed until they ordered a new one.